Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed the pace/defib (pd) engine board. Further testing of the pd engine board found that a transformer had pad lifting/damage due to soldering related condition. The pd engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge and displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.